Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Event date is estimated.

Event description:
It was reported that the patient is unable to connect to their ipg following a unrelated procedure. No other information is available at this time.

Manufacturer narrative:
It was reported that the patient is unable to connect to their ipg following an unrelated procedure. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.